Manufacturer narrative:
On (B)(6) 2024, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2024, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation with approximately 5.8 cm of tubing attached to the implant, the connector and injection dome also were returned. Mentor conducted a visual inspection, leak testing, and microscopic examination of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the spec smooth rnd 275cc breast implant. Also, the connector and injection dome were received apart from the device. Leak testing was performed, according to mentor procedure, and it identified a tear on the posterior view within the crease/fold measuring approximately 0.1 cm. A microscopic examination was performed on the end of the fill tube and the tubing edges revealed parallel striations that were consistent with markings made by a sharp instrument, indicating that the tube was cut. Also, a microscopic examination was performed on the edge of the tear, and instrument damage was not found. The evaluation determined that the possible cause of the rupture was consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent primary breast reconstruction with a 275cc mentor smooth round spectrum on the right breast. Post-operatively, the patient suffered right breast implant deflation. As a result, the patient underwent breast implant removal and replacement surgery on (B)(6) 2024. The replacement device was a 275cc mentor smooth round spectrum (catalog: 3501440 lot: 9655856 sn: (B)(6).